Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to perform the excessive no delivery. There were no motor error alarm. The motor passed motor test. The unit received with currents in specification. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarms. The customer's blood glucose was 300 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.